Event description:
Reporter alleged finding relative "out of it" and incoherent and treated her with dietary adjustments when meter read 202 mg/dl while comparing that reading to a different meter results of 102 mg/dl. No medical treatment was reportedly sought or rec'd. Reporter stated later that evening, meter read 213 mg/dl while compared to a different meter result again of 80 mg/dl. A request was made for the return of the suspect device and replacement product was sent.